Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was experiencing noise. No intervention has been performed. The patient's condition was stable.